Event description:
It has been reported that the system could not acquire images after the start up. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not allowing to get the images. The philips field service engineer (fse) inspected the system onsite and the reported issue could not be duplicated. The device was confirmed to be operating per specifications and no failure was identified.